Manufacturer narrative:
Correction: eval code-result and eval code-conclusion codes updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a 6f guiding catheter was used with the 6f telescope. The spade-shaped markerband at the entry port of the telescope was aligned with the outside of the curve of the device. It was reported that there was no wire wrap around the entry port when delivering the device. It was reported that the failure to cross the lesion with resolute onyx was caused by the severe calcification and tortuosity. The was initially reported that the procedure was completed using a non medtronic stent. It was subsequently reported that the procedure was not completed using the non medtronic stent because of severe vessel tortuosity. It was decided not to attempt another stent. It was reported that the deformation of resolute onyx was caused by the telescope. It was reported that the dislodgment of resolute onyx was caused by the severe calcification and tortuosity. Image analysis: a photograph of a resolute onyx stent. Stent deformation is evident to the mid to distal stent struts. Deformation is also visible to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one 6 french telescope guide extension catheter (gec) and three resolute onyx rx coronary drug eluting stents (des) to treat a severely tortuous, severely calcified lesion located in the mid circumflex (cx) artery. The telescope gec was removed from packaging and prepped per IFU. The devices were inspected with no issues noted. Negative prep was performed with no issues noted on the three resolute onyx des devices. The lesion was pre-dilated. The devices did not pass through a previously deployed stent. Resistance was not encountered when advancing the telescope. Resistance was encountered when advancing the three resolute onyx des devices. Excessive force was not used during delivery of the telescope and resolute onyx (lot: 0009200737). Excessive force was used during delivery of resolute onyx (lot: 0009250482). It was reported that resolute onyx were stuck at the entry port of the telescope. It was stated that the telescope gec was changed to a non medtronic gec and there was no resistance noted at the entry port. The resolute onyx des (lot no: 0009200737) was unable to cross the lesion with the non medtronic gec, and the procedure was completed using a non medtronic stent. It was reported that a resolute onyx, (lot: 0009250482) stent deformation occurred in vivo during positioning / advancement. It was reported that a resolute onyx (lot: 0009165354) stent dislodgment occurred after removal of the device from the patient. The patient was reported to be alive with no injuries.

Manufacturer narrative:
Product analysis: image 1: a photograph of a resolute onyx stent. Stent deformation is evident to the mid to distal stent struts. Deformation is also visible to the distal tip. If information is provided in the future, a supplemental report will be issued.